Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels. Blood glucose level at the time of the incident was over 600 mg/dl, which had been treated with a manual injection. Blood glucose level at the time of the call was not provided. The customer reported that she was recently hospitalized due to a blood glucose level over 600 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The customer was sent a tubing clamp so troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.